Event description:
Customer experiencing high blood glucose the last few days. Customer stated that she went to the hospital due to high blood glucose. Customer feeling sick and headache. The blood glucose reading at the time of the event was 336 mg/dl. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.